Event description:
Report received indicated that during balloon prep there was (air) leakage during negative pressure. The shipping box and sterile package was received intact. Product was not used in-patient. There are no additional pt, vessel, lesion, or procedural info available. This product will be returned for eval and testing. Additional info will be sent within 30 days upon receipt.